Event description:
It was reported that the patient believed the implantable neurostimulator (ins) wasn't working because she had to catheterize again. The patient was unable to confirm if the ins was on, because her patient programmer was no longer available to her. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-33, lot# v008795, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).